Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the central processing unit (cpu) printed circuit board assembly (pcba) had failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report error code 111e, "check vent: cpu pcba adc failed", had occurred. The field service engineer (fse) confirmed that error code 111e had occurred. The fse replaced the cpu pcba to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service.